Event description:
Reportedly, when the device was powered on, the device repeatedly and inappropriately prompted connect electrodes. A device analysis of pt electrocardiogram could not be performed as a result.